Event description:
The customer reported that the system lost fluoroscopic images. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. Two connector pins were replaced. The system was tested and found to be working as intended and put back into service.